Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010 and suture was used. During the procedure, the needle tip broke off. A new device was opened to finish the case. An x-ray was performed to make sure the needle tip was not left in the pt. The needle tip was not found on x-ray and also not found in the room. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.